Event description:
The customer reported vacuum subsystem failure from the unit. While onsite repairing the unit, the asp field service engineer (fse) believes that he may have found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse was dispatched to the customer site. Fse cleaned out inlet valve and transition valve. He replaced the oil mist filter housing, and ran 2 empty standard cycles. The unit is operating within manufacturer's specifications. This issue is being addressed with a customer letter, related to correction and removal.